Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased platelet results on the alinity hq serial number (B)(6) for two patients. The samples are repeated with the expected results. The following data was provided: sid (B)(6) processed on (B)(6)2025: initial run on alinity (B)(6) platelet = 327 10e3/ul did not match diagnosis of thrombocytopenia so repeated on the sysmex platelet = 3*10e3/ul flagged for thrombocytopenia repeated on alinity (B)(6) = 20.1x(flagged invalid data). Sid (B)(6) processed (B)(6)2025: initial run on alinity (B)(6) platelet = 1575 10e3/ul repeated on alinity (B)(6) = 295 10e3/ul no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for discrepant results generated on the alinity hq processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify increased complaint activity for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Review of the data found that plt results were not flagged for seq (B)(4). Plt result was invalidated for seq (B)(4). Review of the fcs files found that the (B)(6) exhibited large noise population overlapping the plt location, and thus was included in the plt counts. Rbc classification was unaffected. Review of the service history found that valves were cleaned on (B)(6) 2025 and pump diaphragm and valves were replaced on (B)(6) 2025. No further plt issues have been reported after the service. Based on our investigation, no systemic issue or deficiency with the alinity hq processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely increased platelet results on the alinity hq serial number (B)(6) for two patients. The samples are repeated with the expected results. The following data was provided: sid (B)(6) processed on (B)(6) 2025: initial run on alinity (B)(6) platelet = 327 10e3/ul did not match diagnosis of thrombocytopenia so repeated on the sysmex platelet = 3*10e3/ul flagged for thrombocytopenia. Repeated on alinity (B)(6) = 20.1x(flagged invalid data). Sid (B)(6) processed (B)(6) 2025: initial run on alinity (B)(6) platelet = 1575 10e3/ul repeated on alinity (B)(6) = 295 10e3/ul no impact to patient management was reported.